Event description:
The patient reportedly experienced pain and itching and the patient was treated with an oral antibiotic (cephalexin) at the emergency room. On (B)(6) 2014 the doctor confirmed the mastoid was debris filled. The patient's cavity was cleaned out and the patient continued treatment with antibiotics (cephalexin). On (B)(6) 2014 the patient accidently pulled the electrode out of the cochlea; the doctor reportedly snipped and disposed the extruded electrode array. It was recommended to explant the device. On (B)(6) 2014 the patient was explanted. The patient continues to be monitored.